Manufacturer narrative:
Part number:05.000.008. Synthes lot number: 006808. Previous lot number: 006066. Supplier lot number: n/a. Release to warehouse date: 06sep2017. Expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair history: the previous service event for part number 05.00.008 with lot number(s) 006808 has been reviewed. The customer called in a service request for this item on (B)(6) 2021 for no speeds work. The item was previously returned for service on (B)(6) 2017 due to electronic control damage. The previous service condition of electronic control damage is relevant to the current complained issue of no speeds work. The manufacture date of this item is 28-jul-2015. The service history review is confirmed. During routine inspection, it was observed that the hand piece for battery powered driver no speeds work. The repair technician reported the bearings are grinding and there is debris in the housing. The device did not run in fast forward, forward, or reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on(B)(6) 2021, during routine inspection, it was observed that the hand piece for battery powered driver no speeds work. There was no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).